Event description:
An international customer reported an event of a "funny smell" (odor) emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells to be "low." The fse arrived onsite and found there was no power in the room and the circuit breaker had to be reset. Power was restored and the system rebooted. No odor or smell was detected. The fse performed corrective maintenance unrelated to the odor/smell issue and restored the unit to proper function. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.